Event description:
It was reported to boston scientific corp that a gold probe hemostasis catheter was used during an colonoscopy procedure on a female pt (B) (6). According to the complainant, during the procedure after the probe was advanced through the scope, the probe did not generate cautery. The procedure was completed with another gold probe hemostasis catheter. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be submitted. (B) (4).